Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of low blood glucose readings from the insulin pump. The customer stated that she was running low over a period of time. The customer stated that she was in her 20's mg/dl, 30's mg/dl and 50's mg/dl. The customer stated that it looked like she is getting mosquito bites where the sensor was. The customer is taking a break from the sensor due to irritation. The customer's health care provider adjusted the customer's pump settings and she has not experienced low readings since then. The customer declined to troubleshoot.